Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the sponge in the biopsy cap detached during the procedure. It was reported that water soluble lubricant was not applied to the top of the biopsy cap, prior to use. The detached sponge was successfully removed from the scope using a cleaning brush. The procedure was completed using another rx locking device biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.